Manufacturer narrative:
(B)(4) info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic inguinal hernia procedure, the staples of the device could not pass through the mesh. No pt consequences.